Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the first revision, ppf alleges infection. Doi: (B)(6) 2004, (cup and stem); doi: (B)(6) 2015 (head, liner, apex hole); dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
This is a duplicate report of 1818910-2019-86327. 1818910-2019-93449 is being retracted as it is a report duplication. 1818910-2019-86327 will be kept for investigation purposes.